Manufacturer narrative:
The lead was surgically abandoned. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.

Event description:
Boston scientific received information that this left ventricular (lv) lead was no longer delivering therapy. An attempt to obtain additional pertinent information was unsuccessful. The lead was surgically abandoned. No additional adverse patient effects were reported.